Manufacturer narrative:
The distributor provided a picture. Upon review it can be seen that the patients sternum has separated. The middle implants have migrated to one side while the other implants have migrated to the opposing side. The screws do not appear to be backed out of the plates; however, based on the picture it is unclear if the implants are still fixated in the bone. A small portion of the middle band is visible; the other bands cannot be seen in the picture. These implants were removed in a revision; therefore the complaint is considered confirmed. No product was returned and no functional tests or inspections could be performed. No x-ray, scans, or physicians reports were provided. The distributor stated that they believed that the bands were over-tightened, however, this could not be confirmed based on the only picture and information provided. For these reasons, the most likely underlying cause of this complaint could not be determined. There are no indications of manufacturing defects. The instructions for use (IFU) for this product states in the section titled possible adverse effects: 1. Poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. 2. Nonunion or delayed union which may lead to breakage of the implant. 3. Migration, bending, fracture or loosening of the implant. 5. Decrease in bone density due to stress shielding. 8. Necrosis of bone. 9. Inadequate healing. The IFU also states in the section titled warnings: 8. Tension should be applied until the bone halves are approximated and visually contacting. Care should be taken to not over-compress the bone halves. Over compression may lead to bone damage, tearing of surrounding soft-tissue, or damage to the implant leading to failure of the device. Under-compression may lead to poor sternal approximation, reduced implant stability, or nonunion. It also states instructions for proper operation of this product in the section titled directions for use of a single sternalock® 360 device. Supplemental report one of four for the same event; reference reports 0001032347-2017-00384-1, 0001032347-2017-00385-1, and 0001032347-2017-00386-1.

Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for an evaluation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of four for the same event. Report two through four are reported on MFR #0001032347-2017-00384 through 0001032347-2017-00386.

Event description:
A revision occurred due to the sternalock 360 bands pulling through the bone approximately one week after the initial surgery. In the revision, everything was removed and a non-zimmer biomet system was used to replace the sternalock 360. It is believed the bands were over tightened. None of the screws backed out. The event effected the whole sternum.